Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that in a previous procedure, stents from another company were implanted from the proximal to distal rca. The target lesion was in the rca atrioventricular. The 2.25 x 12 mm mini vision stent delivery system (sds) was advanced to treat the target lesion; however, it was unable to cross the previously implanted stents in the mid rca. The mini vision sds was removed from the pt. After removal it was noted that the stent was missing from the sds and remained in the pt. The stent could not be located; therefore, there was no additional treatment. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The inability to cross and difficulties removing the sds can be affected by numerous factors. Factors that can affect stent dislodgement inside the body include, interactions with other devices, the pt anatomy and/or a previously implanted stent. The IFU warns that there are increased risks of using the sds in target lesions distal to previously placed stents. The sds was advanced distally through the previously implanted stents, which may have contributed to the reported stent dislodgement. Based on the info received with this complaint, the failure to cross and stent dislodgement may be related to circumstances of the procedure; however, without the sds to examine, a definitive cause cannot be determined.